Manufacturer narrative:
UDI : (B)(4). Date of report : 29jul2019 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26jul2019. The manufacturer's international field service engineer confirmed the reported problem. The manufacturer's international field service engineer replaced the flow sensor assembly to address and correct this event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported a ventilator that cannot enter standby mode. No patient involvement or harm.